Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her legs were constantly getting zapped and that this especially occurred when she laughed. It was further reported that the patient¿s ¿every move gives her a zap.¿ the patient noted she needed to ¿up¿ the settings in her back at the time of report. It was unknown whether any troubleshooting was performed or what the outcome of the event was. No further event information was reported; no further complications were reported or anticipated.